Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. Field service engineer (fse) found pressure sensor issues on multiple pipettors. Recalibration of the pressure sensors was successful but errors were still detected. Fse changed the data acquisition printed circuit board (daqc pcb) and pressure sensor connector board. After the intervention was completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible elevated free thyroxine (free t4) results is due to a hardware malfunction. A malfunction of a printed circuit board is the likely cause for this event.

Event description:
The customer reported obtaining non-reproducible free thyroxine (access free t4) results above the assay's reportable range with associated pressure sensor errors, for two (2) patients involving the laboratory's unicel dxi immunoassay system (serial number (B)(4)). The customer reanalyzed the patients' samples on the same unicel dxi immunoassay system and obtained lower results respectively within the assay's normal reference range and just above the assay's normal reference range. The initial elevated access free t4 result were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters data was not supplied. Information on the collection and centrifugation of the patient samples was not supplied. No issues with sample integrity were reported by the customer. Service was requested by the customer and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.